Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported an issue related with the device. Patient was transferred to technical services. The device remains in service. No additional adverse patient effects were reported.